Event description:
It was reported thrombosis occurred. On (B)(6) 2026, a left atrial appendage closure (laac) procedure was performed. A 27mm watchman flx pro closure device was successfully implanted. The patient was discharged. At a routine follow up appointment, a laminar thrombus was found on the closure device face. It was determined the patient was not compliant with post-procedure eliquis usage. The patient will continue taking eliquis. There was no additional information provided.

Manufacturer narrative:
B3: date of event - estimated as event date is unavailable. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.